Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional and taking longer to charge. It was also reported that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.